Event description:
(B)(4). It was reported that following a percutaneous coronary intervention, in-stent restenosis occurred. In (B)(6) 2010, the subject presented with chest pain with worsening shortness of breath. The subject was diagnosed with unstable angina and non q-wave nstemi and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was located in the first obtuse marginal branch (1st om) with 99% stenosis, possible thrombus and was 20mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilatation and direct stent placement of a 2.25mm x 32mm taxus liberté atom stent. Following post dilatation, residual stenosis was 10% with possible thrombus. Target lesion#2 was located in the first obtuse marginal branch segment (1st om) with 99% stenosis, possible thrombus and was 12mm long with a reference vessel diameter of 2.25mm. The physician treated the lesion with pre-dilatation and direct stent placement of a 2.50mm x 16mm taxus liberté stent with 0% residual stenosis ad possible thrombus. In addition, the right posterior descending artery (r-pda) was treated with balloon angioplasty. One day post procedure the subject was discharged on aspirin and prasugrel. Twenty eight days post index procedure, the subject returned to the cath lab for staged procedure. Target lesion#3 was located in the distal rca with 80% stenosis and 12mm long with a reference diameter of 2.25mm. The physician treated the lesion with pre-dilatation and direct stent placement of a 2.25mm x 16mm taxus liberté atom stent with 0% residual stenosis. One day post staged procedure, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject was found to have stenosis of distal right coronary artery (rca) and mid lad. The 70% tubular stenosis of distal rca was treated with placement of a 2.25mm x 15mm non-bsc drug eluting stent with 0% residual stenosis. At the time of the event, the subject was taking aspirin and clopidogrel. Per edc, subject was never taking study drug during the study. The event was considered resolved without residual effects and the subject was discharged one day post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).